Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 359073 lead: implanted: (B)(6) 2012. (B)(4) .

Event description:
It was reported that during the procedure, the balloon inflated in the body but would not deflate. The balloon had to be popped with the inner sheath. No patient complications have been reported as a result of this event.